Event description:
This is submitted to report the difficulty experienced during removal of the clip delivery system (cds) lock line, which required medical intervention for removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted on the mitral valve leaflets successfully, and the mr was reduced to 2-3+. The second clip delivery system (cds 41001u1/35) was advanced to the mitral valve leaflets. Following the instructions for use (IFU), for clip deployment, the lock line was attempted to be removed slowly. After approximately 5 cm of the lock line was removed, resistance was noted, and the lock line could no longer be removed. Troubleshooting maneuvers were performed, but the line was still stuck; therefore, the gripper line was removed and the clip was implanted successfully. The mr was reduced to 1. The cds and the steerable guiding catheter (sgc) were removed simultaneously, and the lock line was then cut at the tip of the cds. The lock line was able to be removed successfully and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. During analysis of the clip delivery system (cds), the lock line was attempted to be pulled from the radiopaque tip ring; however, the lock line was not able to be removed. A knot in the lock line was observed at the edge of the lumen. The lock line was able to be removed without issue by pulling the knotted end. Potential causes for the reported difficulty in removing the lock line can include, but are not limited to, user technique / procedural conditions (unwrapping technique for the lock line, inspection for knots prior to removal), patient conditions, or manufacturing anomalies (lock line wrapping technique ). With respect to patient conditions, user technique and/or procedural conditions, difficulty in removing the lock line may be influenced by inspection of knots prior to lock line retraction or the lock line unwrapping technique. In this case, it is possible that after unwrapping and during removal, a knot was formed in one of end of the lines; however, this cannot be definitively determined. While retracting the lock line through the lumens, the knotted end likely became caught on the lock line lumens, resulting in the inability to remove the lock line further. Based on the information reviewed and the analysis of the returned device, the difficulty in removing the lock line was likely due to the knot on the lock line; however, a cause for the knot could not be definitively determined. There does not appear to be any evidence of a product quality deficiency associated with the cds. In this case, the additional therapy / non-surgical treatment was a result of case-specific circumstances, as the lock line was cut at the tip after the clip was deployed and the cds was removed from the anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, results of a query of the complaint-handling database identified no other incidents for the reported lot for the reported difficulty in removing the lock line. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.